Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The emerge dfu states: "for a 2.50 mm balloon the highest pressure the balloon should be inflated to is 14 atm". However, the device was inflated up to 16 atm. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient was discharged.